Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 599 mg/dl, diabetic ketoacidosis, and a loss of consciousness. Subsequently, customer was hospitalized. The customer alleged the pump was not working as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, customer reverted to manual injections for insulin therapy.